Event description:
A nurse reported a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] 7 days-a-week for renal replacement therapy (rrt) was diagnosed with peritonitis. In a follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis unit on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s >5000, polymorphs = 90%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every four days and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned negative on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to the patient¿s ¿blue pin¿ falling out of the liberty cycler set onto the ground, after which the patient reinserted the blue pin and completed pd therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.